Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be atrial fibrillation (af) with rapid ventricular response. Technical services (ts) was consulted, and the reports were reviewed with the physician. Possible af undersensing was noted. No additional adverse patient effects were reported. This device remains in service.